Event description:
The pt had a mr scan of their right femur but the left femur ended up being burned. The tech looked at this pt's leg after the scan and no blister was observed. Physician eval of the pt fourteen hours later identified blisters on the left femur. The largest blister was approx. 1 to 1.5 inches in diameter. The pt was fully dressed in street clothes and covered with a sheet. Also, the coil and cables were wrapped in sheets. This mr coil was used on other pts without incident.

Manufacturer narrative:
The placement of the pt burn was nowhere near the coil or the cables which makes it difficult to formulate an exact root cause for this event. Two areas of concern were the sar values used for the scans and the placement of the coil cable. In such situation the chances for unwanted rf interference may occur are relative high and extra safety precautions are needed. These kinds of events can be prevented as much as possible, by following the operator's "instructions for use".